Manufacturer narrative:
The customer cleared the reported fault. No ge service was required. The customer reported that the system is operating as intended.

Event description:
The customer reported that the "connectstat" system would not boot up. No patient injury was reported.